Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. During testing the batteries checked ok. There was no problem found. The imaging system passed the system checkout and was found to be functioning normally. No hardware parts were replaced, and no parts were received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the imaging system was shutting down upon being disconnected. There was no patient present when this issue was observed.